Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced red cell hang up. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: updating to red cell hang up based on information provided,

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell hang up was observed. Bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted; and the investigation was limited. This complaint has been confirmed for red cell hang up based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced red cell hang up. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: updating to red cell hang up based on information provided.